Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot, product code: (B)(4), lot number (B)(4). Device history review: (B)(4) review. Product code (B)(4), work order (B)(4), was manufactured on (B)(4) 2017. 12 parts were manufactured per specification and all raw materials met specification.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement was overflowed out of the hole of the reported implant when the surgeon inserted the implant during tka surgery on (B)(6) 2018. The surgeon found that there was no polyethylene part to cover the hole of the implant. The surgery was completed by scrapping off of the overflowing cement, but the cement was remained around the hole. After surgery, the surgeon searched for the container in which the implant was in, but could not find the polyethylene parts. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.